Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The medical affairs specialist (mas) spoke to the patient on december 19, 2007, but was only able to obtain/verify limited information. The patient tests her blood glucose 3 times. She takes humulin insulin (unspecified regimen). The patient indicated that the alleged meter issue started on one day prior to original date, at around 9:00 pm. The patient admitted that she had seen a battery symbol on the meter before the reported issue began. After the patient replaced the meter's battery, the reported issue started. The patient mentioned that she was unable to test her blood glucose. On an unspecified date/time after the issue began, the patient took an increased dose of humulin insulin and afterwards, developed symptoms of feeling shaky and faint. The patient administered self-care by eating something sweet to relieve her symptoms. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that the meter was powering off during use and that she was unable to test her blood glucose. The patient also claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.